Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the heavily calcified right coronary artery (rca). A guide catheter was advanced. Predilation was performed using a balloon catheter. Two non- bsc stents were placed in the mid and distal rca. A perforation occurred at an unknown time. A 4.00x38mm promus premier¿ stent delivery system (sds) was selected; however, the device was not able to cross the lesion. Upon withdrawal, it appeared that the stent came into contact with the outer portion of the guide catheter which started to pull the stent "out" of the delivery balloon. The physician elected to implant the stent where it was, just outside the guide catheter in the proximal rca. Multiple covered stents were placed in the entire rca to help stabilize the patient. The patient was "not doing well" and was intubated.

Manufacturer narrative:
Age at time of event: (B)(6). Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the plaque was present prior to the treatment. The shift likely occurred during the case. Perforation occurred due to extensive ballooning. The patient's status was fine.